Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, the patient flipped into atrial fibrillation and cardiac index dropped. Overall stable lasic drops were increased in addition to impella flows. The patient had an episode of ventricular tachycardia (vt) a few days later and was cardioverted. The impella 5.5 was repositioned. They pulled back approximately two centimeters (cm) to see if it was contributing to the vt. Measuring 4.1 cm and mid left ventricle (lv) space. After another run of vt, the team was concerned it was from poor coronary flow. The impella 5.5 was explanted at bedside. The patient was surgically closed, hemostasis was achieved, and the patient remained stable.